Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with only the connector portion was returned for analysis. A full breach insulation degradation was observed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. Full breach insulation degradation.